Manufacturer narrative:
(B)(4). The evaluation is in progress. Upon completion of baxter's investigation or if additional relevant information is obtained, a follow-up will be submitted.

Event description:
It was reported that a uv flash solution transfer set had a connection issue with the titanium adaptor. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). As the sample was not returned, a complete device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.